Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019. Additional suspect medical device component involved in the event: product family: scs- paddle leads upn: m365sc8336500. Model: sc- 8336-50. Serial: (B)(4). Batch: 19116807.

Event description:
It was reported that the patients device was not helping with pain at all and therefore underwent an explant procedure. The explanted ipg and paddle lead will not be returned.